Event description:
The customer indicated that the probe on the ortho provue analyzer was not dispersing the correct amount of red cells into the mts gel cards. The customer aborted testing. No erroneous results were reported. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the site and replaced the o-rings on the wash solution a bottle. The fe verified the fluidics components and performed diagnostics testing without any issues. Repairs have returned the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).